Event description:
It was reported that the scale printing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was misaligned. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "wanted to share this with you, although we were not able to sequester the packaging with a lot #, we noticed the calibration on this 3cc syringe was not linear and the printing was off."

Manufacturer narrative:
H6: investigation summary: one loose 3ml syringe was received and evaluated. It was observed the printed scale was significantly skewed and wrapped nearly all the way around the barrel. The flange was also bent and there was a small indentation near the bottom of the barrel. The skewed scale was rejectable per product specification. A device history review could not be completed as no batch number was provided. Potential root cause for the skewed scale defect is associated with the marking process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-02. D4: medical device lot #: 9360283. D4: medical device expiration date: 2024-11-30. H4: device manufacture date: 2019-12-26. H6: investigation summary: one loose 3ml syringe was received and evaluated. It was observed the printed scale was significantly skewed and wrapped nearly all the way around the barrel. The flange was also bent and there was a small indentation near the bottom of the barrel. The skewed scale was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the skewed scale defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #9360283 is considered in compliance with our product specification requirements. H3 other text: see h10.

Event description:
It was reported that the scale printing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was misaligned. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "wanted to share this with you, although we were not able to sequester the packaging with a lot #, we noticed the calibration on this 3cc syringe was not linear and the printing was off."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the scale printing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was misaligned. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "wanted to share this with you, although we were not able to sequester the packaging with a lot #, we noticed the calibration on this 3cc syringe was not linear and the printing was off."